Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level ranged from 250 to 300 mg/dl. The customer would use manual insulin injections, a bolus via the pump and exercise to address the bg level. After the last occlusion, the customer changed the pump supplies and had not received another occlusion alarm. A cause of the past occlusions could not be determined and as the customer changed the pump supplies prior to contacting tandem technical support, a pump system check was unable to be performed to determine a possible cause of the occlusions.